Manufacturer narrative:
Patient information was unavailable from the site. The device was accidentally scrapped by the site and not returned to the manufacturer.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the screw of the spine clamp was outworn and the clamp could not be fixed. A different clamp was used to complete the procedure. There was a delay of 10 minutes. No impact on patient outcome.